Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient implanted for spinal pain. The caller reported that the patient recently shut the stimulator off for an unrelated MRI/surgery/hospital visit. They added that once they turned stimulation back on, they no longer felt it in their left leg. The caller stated that group a is for the patient¿s right leg, and group b is for their left leg. Prior to the call, the caller switched back and forth from group a and group b, and the patient still did not feel stimulation in their left leg. The caller communicated with the implantable neurostimulator (ins) at the time of the report, and the programmer showed that stimulation on. At the time of the report, the caller switched to group b. They stated that program 1 had stimulation at 0.6 and program 2 had stimulation at 11.6. Patient services suggested increasing program 1 to see if the patient could feel the stimulation in their left leg. The caller stated they will contact the person who programmed the ins to see which group is for their left leg. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-06-18. It was reported that what they needed to know was whether they could get an MRI with the stimulator. They were able to figure it out with the card they carried. No further complications were reported/anticipated.